Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that his daughter was hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 414 mg/dl. The customer was in intensive care unit recovering. The insulin pump will not be returned for analysis.